Event description:
A customer contacted beckman coulter regarding an erroneous tbil result that was generated by the synchron lx I 725. The customer indicated that the initial tbil result (from sample a) was accompanied by an error flag. The customer repeated (sample a) the tbil testing after performing a dilution (based on the error flag). The repeated tbil result from sample a was 31mg/dl. The tbil result was reported out of the lab. The customer indicated a new sample (b) was collected from the pt at a different facility and tested for tbil. The tbil result from sample b was 14 mg/ml. The customer indicated that this result was the expected value for this pt. The customer did not provide any add'l info about this event. The customer indicated that the pt was transferred to another facility based on the elevated result and that there has been no change to pt treatment that can be attributed to this event.